Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a carcinoembryonic antigen (cea) result above the maximum reportable value of the calibration curve that was generated on the access 2 immunoassay analyzer. The customer diluted the patient sample and performed repeat testing; the two repeat tests performed on the diluted patient sample were not reproducible within labeled cea assay precision claims while the repeat test of the neat patient sample reproduced above the maximum reportable value of the calibration curve. The imprecise results generated from the diluted patient sample were both above the normal reference range of the assay. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. Per customer supplied data, system checks performed on (B)(4) 2011 both passed within instrument specifications. Qc was performing within the customers established ranges on the date of the event. Service has not been dispatched for this event to date. A definitive root cause for this event has not been determined to date.